Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving clonidine 620 mcg/ml; 220.94 mcg/day and dilaudid 75 mg/ml; 26.727 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the physician tried to aspirate and was only able to draw back a tiny drop. No symptoms were reported. Calculated modified bridge to deliver the medication in the catheter using priming bolus mode. Catheter volume/total prime volume= 0.141ml; old drug desired dose=26.727mg/day; duration=9 hour 30 minutes; catheter volume was modified. Catheter volume/total prime volume= 0.153ml; bolus duration=10 hour 18 minutes. No further complications were reported.